Event description:
On (B)(6) 2015, the physician increased the patient¿s dose 15% over 3 weeks. The patient had been having psychotic episodes since then. The patient¿s dose had been at around 800 mcg; with the dose increase it was at approximately 940. At the time of this report, the patient was in the hospital. The patient¿s pump managing physician didn¿t think that he needed a dose reduction, but the physicians in the hospital thought that he did. The patient was looking for a new pump managing physician. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that someone was remotely accessing or ¿hacking¿ into the patient¿s pump. An unauthorized user was controlling the patient¿s pump because his dose was going up and down and his legs would get real loose and real tight. No interventions were mentioned. Per the patient, the health care provider (hcp) reported there was nothing wrong with the pump. The hcp did an x-ray of the catheter and found nothing wrong. It was noted there were ¿cameras in the walls and probably magnets in the walls too¿ that were affecting the pump.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(6).